Manufacturer narrative:
The product was returned for evaluation. With respect to the returned unit (a1059 mayfield modified skull clamp), it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. However, when unit is properly positioned and put under pressure unit would not have slipped. The skull clamp base teeth are worn but still functional and the base will need to be replaced from extended use, this would not have caused slippage. Preventative maintenance and cleaning required at this time. The device was manufactured in 2003 and was unserialized at that time. The lot number of the device is 034 and the build record were reviewed for this lot with no issues noted. The complaint can not be confirmed as no issues were observed. The root cause is undetermined at this time.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018, the mayfield skull clamp slipped during a spine case procedure. Upon changing the position of the patient, the clamp slipped and lacerated the patient's scalp. There was a one hour delay in surgery. Additional information has been requested but no other clinical information has been provided.